Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The actual sample shows a cracked mecanyl tube with a semi-closed loop. A closure of the loop was possible applying force. The visual inspection of the knot shows that it was configured correctly. No breakage could be observed. The test result for knot pull meet the requirements. The cause for the described event could not be verified at the actual sample.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2013 and suture was used. During the procedure the ligation loop broke. Another like device was used to complete the case. There were no adverse patient consequences.